Manufacturer narrative:
B6 relevant tests/laboratory data: updated.

Event description:
Reprise IV post market study. It was reported that left bundle branch block (lbbb), atrioventricular(av) heart block and tachycardia occurred. Prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer sheath was placed and then a 25mm lotus edge valve was implanted involving successful repositioning of the lotus edge valve with complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of the index procedure, electrophysiology study revealed new left bundle branch block. The event led to prolongation of hospitalization. Two(2) days post index procedure, the subject was discharged on aspirin and clopidogrel. At the time of reporting, the event was considered not recovered. Nine (9) days post index procedure, the subject presented to the emergency department with symptoms of palpitations and tachycardia and was admitted to the hospital on the same day.the subject was diagnosed with av heart block the subject was started on cardizem drip given prolonged pr interval, left bundle branch block and for high degree av block. Eleven (11) days post index procedure, a new permanent non-bsc dual chambered pacemaker was implanted successfully. Thirteen (13) days post index procedure, the subject was discharged on clopidogrel and was instructed to follow up with cardiology after discharge within 10-14 days. At the time of reporting, the event was considered not recovered.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb), atrioventricular(av) heart block and tachycardia occurred. Prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer sheath was placed and then a 25mm lotus edge valve was implanted involving successful repositioning of the lotus edge valve with complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of the index procedure, electrophysiology study revealed new left bundle branch block. The event led to prolongation of hospitalization. Two(2) days post index procedure, the subject was discharged on aspirin and clopidogrel. At the time of reporting, the event was considered not recovered. Nine (9) days post index procedure, the subject presented to the emergency department with symptoms of palpitations and tachycardia and was admitted to the hospital on the same day. The subject was diagnosed with av heart block the subject was started on cardizem drip given prolonged pr interval, left bundle branch block and for high degree av block. Eleven (11) days post index procedure, a new permanent non-bsc dual chambered pacemaker was implanted successfully. Thirteen (13) days post index procedure, the subject was discharged on clopidogrel and was instructed to follow up with cardiology after discharge within 10-14 days. At the time of reporting, the event was considered not recovered.